Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding and infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Bleeding and infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient presented to the clinic for standard of care visit and worsening heart failure. During the visit, the patient¿s hemoglobin (hgb) was 8.6 g/dl and has been progressively decreasing. Gastrointestinal bleeding (gi) upset etiology unclear. The patient was referred to hematology. Occult stool test done during visit on (B)(6) 2022. Site of bleeding presumed to be a gastrointestinal bleeding (gi). The patient will undergo outpatient gi evaluation and has a scheduled inpatient endoscopy and colonoscopy. The patient¿s esophagogastroduodenoscopy (egd) showed normal mucosa in the whole duodenum, erythema and petechiae in the stomach body compatible with gastritis, normal mucosa in the esophagus. Patient was seen by CT surgery as pain could be related to sternal wires and patient was offered sternal wire removal in or if no other explanation. The patient reported also having pain along driveline tract without obvious signs of infection - suspect related to scar tissue. CT cap showed no obvious explanation for epigastric pain. The patient was provided iron supplements and follow up with hematology. No signs of bleeding present with hemoglobin (hgb) 10.3 g/dl. No additional information provided.

Manufacturer narrative:
Section h6: correction. Health effect - clinical code "1735 - bacterial infection" removed. There was no infection reported. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.